Manufacturer narrative:
The report is being supplemented to provide a correction to the previous g3 for the initial medwatch MFR 9610595-2022- 03288 (mw #110655). G3 should have been 16sep2022 and not 20sep2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress caused the crack on the plastic distal end cover (c-cover). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had connector defects. No patient or user harm has been reported. During the testing and inspection of the returned device, the plastic distal end cover was cracked. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device has been returned to olympus for evaluation, and the customer's reported problem has not yet been confirmed. Connector issues, however, were identified, including cracks in the plastic distal end of the sheath cover. Additionally, the device evaluation found a dent on the distal end, a missing electrical connector guide pin, a detached bending section cover adhesive, a deformed bending tube, a buckled connecting tube, peeling adhesive, a loose ultrasonic probe, and the switch button one has a cut. The worn forceps elevator caused the up/down knob to not lock securely. A worn angle wire caused the play of the right/left knob to become out of specification. The dent on the distal end and the missing guide pin caused the water tightness to be lost. The deformed bending tube caused the connection between bending section and connecting tube not to be secured. The peeling adhesive caused a gap in the forceps knob. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.